Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer shut the pump off and reverted to an alternate method of insulin therapy. Reportedly, the customer was using humalin u100 insulin, tandem technical support educated the customer this is off label insulin use.